Manufacturer narrative:
Philips service replaced the 3dws haswell copper tpm and reloaded the software, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the iws computer failed to boot; replaced and reconfigured on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.